Event description:
Two years ago, this pt had pressure in her left breast and noted that her implant had lost approx. Half of the volume, then slowly decreased over the next week. In 1995, this pt had a mastectomy with placement of mentor implants at another facility.